Event description:
A surgeon reported that for four patients, after the flap was lifted, the "ir lift" did not move down. The patients had to be transferred to another laser to complete the treatment. The impact to the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).